Manufacturer narrative:
The unit was tested and no button error alarm was found. The unit had an intermittent button response due to moisture damage on the keypad. The unit had a minor scratched lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer's mother called in to report that the insulin pump alarmed button error and the device had a keypad anomaly. The customer's blood glucose level was 265 mg/dl. The caller could not recall any significant events leading to the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.